Event description:
The mayfield skull clamp was used to stabilize the patient's head for surgery. After surgery was completed, the patient was rolled from prone position on the jackson table to supine on the ICU bed. While managing the airway, the nurse anesthetist noticed the patient bleeding profusely from the pin site on the right side of the head. The pin site appeared to be approximately 1.5cm in length and required approximately 5 staples to bring bleeding under control.